Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was oversensing noise. The noise could be reproduced with patient movement. The led was capped and replaced during a routine device change out procedure. The patient tolerated the procedure well and was in good condition post procedure.